Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Biggi et al. "Last generation intramedullary nailing system for long bone fractures" in-depth oral presentations and oral communications. J orthopaed traumatol (2010) 11 (suppl 1):s63¿s80 doi 10.1007/s10195-010-0111-1. Initial reporter - the article was written by g. Della rotonda, r russo with excerpts for traumatology, f. Biggi, f. Dalla vestra, t. Pagliara, and c. Salfi at hospital orthopaedics and traumatology department, san martino hospital belluno, italy. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that one (1) patient treated with intramedullary locking nail system experienced a superficial infection that was treated with antibiotics and subsequently healed. Attempts have been made to obtain additional information however further information is not available at this time.